Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism had fully deployed after removing the pod needle cap and prior to activation. No impact to the patient's glucose level was reported. The pod was not worn. Treatment details were not provided.